Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Initial testing was performed using an unknown brand of rapid antigen test on (B)(6) 2023 which produced a positive result. Repeat testing was performed three times on subsequent days with binaxnow covid-19 antigen self-tests all of which generated positive results. No pcr was reported to have been performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.

Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Initial testing was performed using an unknown brand of rapid antigen test on (B)(6) 2023 which produced a positive result. Repeat testing was performed three times on subsequent days with binaxnow covid-19 antigen self-tests all of which generated positive results. No pcr was reported to have been performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.